Event description:
Customer reported that he was unable to get the sensor to work and that the transmitter may have gotten wet. The blood glucose reading was 130 mg/dl. He stated that the isig was over 300 and then 0. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.